Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as an infection. The actual length of in-vivo for the items listed are unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was an significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as limited information was provided to djo surgical - austin for review. The revised items were not returned for examination and the lot numbers were not provided. To adequately investigate this event, the part and or lot numbers are necessary. In addition to the lot numbers not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Revision surgery: infection. Removed poly and condyle. Replaced with new poly and condyle.